Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd connecta plus3 white-loose connection / leak. We have received an incident report concerning a bd connecta 360° stopcock (ref: 394600; lot: 4277995). The incident occurred on 5 august in the surgical intensive care unit of our hospital. ¿leakage of noradrenaline at the junction between the syringe and the 3-way stopcock, due to poor quality threading on the stopcock.¿ the department also reported that this problem occurred repeatedly when used with syringes (bd plastipak ref: 300865) and tubing (ref: 3302). Solution leakage seems to occur more frequently with syringes, which are heavier than tubing (sic).

Manufacturer narrative:
Investigation results: our quality engineer inspected the 1 photo and 1 physical sample submitted for evaluation. The reported issue of loose connection was not confirmed upon inspection of the samples. Analysis of the sample showed that there was no defect observed by a visual inspection of the photo sample and the threads of the physical sample were checked with a bd syringe and it was connected correctly. Bd could not determine a manufacturing related root cause since the reported defect was not confirmed during the evaluation of the sample. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Production records were reviewed, and this batch meets our manufacturing specification requirements. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information.

Manufacturer narrative:
Investigation results: our quality engineer inspected the 1 photo and 1 physical sample submitted for evaluation. The reported issue of loose connection was not confirmed upon inspection of the samples. Analysis of the sample showed that there was no defect observed by a visual inspection of the photo sample and the threads of the physical sample were checked with a bd syringe and it was connected correctly. Bd could not determine a manufacturing related root cause since the reported defect was not confirmed during the evaluation of the sample. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Production records were reviewed, and this batch meets our manufacturing specification requirements. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information.